Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA. It was reported that prior to use before patient treatment, a part of the hls set was found to be loose. The involved cardiohelp device displayed an error message that the hls arterial pressure monitor was disconnected. The pressure values were not shown. For the planned patient treatment another hls set was primed. It was confirmed that there was no malfunction on the involved cardiohelp. The cardiohelp functioned as intended with another hls set. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. Complaint ID # (B)(4).